Event description:
The customer reported a clear fluid leak of approximately 50 milliliters was dripping from the coulter hmx hematology analyzer with autoloader and onto the floor. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered clear diluent leaking from the blue stripe tubing through the diluent supply line at pinch valve pv49. Pv49 provides open path for vacuum and diluent to backwash pump pm8 in normal state, and also provides open vacuum path from the probe wipe to differential waste chamber vc7 via pinch valve vl35. The fse replaced all tubing through pinch valve pv49 to resolve the leak. The fse performed start up, latron and controls with all results recovering within the expected ranges. Failure mode of the event is attributed to worn tubing at pinch valve pv49. (B)(4).